Manufacturer narrative:
(B)(4). Title: a multicentre, randomized clinical trial comparing the veriset¿ haemostatic patch with fibrin sealant for the management of bleeding during hepatic surgery source hpb 15, 548¿558, 2013, date of publication: 9 august 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a multicentre, randomized clinical trial comparing the haemostatic patch with fibrin sealant for the management of bleeding during hepatic surgery was done. This resulted to prolonged hospitalization and increased morbidity and mortality. The device became detached from the bleeding site prior to the completion of the surgical procedure. Another patient who required rescue therapy developed arterial bleeding after achieving haemostasis, but prior to the closure of the incision. In this instance, the bleeding emanated through the haemostatic patch and was treated with additional sutures. One event each of post procedural had bile leak and hematoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.